Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).

Event description:
An optometrist reported a case of peripheral marginal infiltrates, observed on a pt's right eye one month post lasik treatment. Reporter indicated the pt was placed on topical steroid eye drops. Pt noted no complaints with vision. Additional info has been requested.